Event description:
A malfunction was reported involving a pump distributed by rubin medical aps in denmark. The fault displayed was identified as malfunction 16-0x20e6. There was no reported impact on the customer's blood glucose level, and specific readings were unknown or declined to be shared. The customer had already reset the pump within the last 24 hours, and it was confirmed that the pump needed replacement. The customer's backup therapy details were not provided.